Event description:
Caller reported damage to pump housing and usb port, with screws failing to hold the plastic piece securely, compromising its watertight integrity. There was no adverse impact to the customer's blood glucose level, as the customer reported no issues with charging the pump. Technical support decided to replace the pump, advising the caller to put the existing pump into storage mode before returning it and to use a provided pre-paid shipping label. Caller was informed about programming their new pump settings and connecting their cgm to the replacement pump. Replacement pump, equipped with updated software, was sent to the customer who acknowledged understanding and agreed to the terms provided. Customer will continue to use current pump.